Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a connection issue between the insulin pump to mobile, and the pump works unproperly. The customer reported a blood glucose value of 50 mg/dl. The customer reported hypoglycemia, which did not require treatment. The event involved product(s) mmt-1886. Troubleshooting was performed, and the issue was not resolved. No further patient complications were reported. Product return was requested for mmt-1886, and the customer response was the device will be returned.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self test. No unexpected alarms noted during testing. Pump successfully downloaded traces and history files using thump. Pump properly paired to minimed mobile app on a samsung s10 phone and apple iphone xs. No communication anomaly noted. Test sc1 cap/reservoir locks properly into place. The following were noted during visual inspection: scratched case and cracked keypad overlay. Alleged no communication between pump and mobile device not confirmed during testing. No current code/category not confirmed. Unit test successfully. Unable to confirm low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.